Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since no event date provided. Device evaluated by MFR.: gladiator device 10x40x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No patient complications were reported.